Event description:
Initial reporter indicated that the patient's vns generator has moved laterally into the axilla. The generator was repositioned surgically. Good faith attempts are being made for additional details surrounding the cause of the migration.